Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8087800, expiration date: 02/28/2021, manufacture date: 03/28/2018. Medical device lot #: 7263566, expiration date: 08/31/2020, manufacture date: 09/20/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had the needle shield fall apart. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had the needle shield fall apart. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample available for investigation. Photograph was provided for investigation. Photo evaluation: needle attached to the white grip and a loose grey tip shield in the bottom web of the package. There was no bump on the needle. No determination as to which lot number this device belongs to. Device/batch history record review findings: the lot(8087800) was manufactured on nexiva line 1 from 29mar18 through 4apr18. All challenges were successful. Set-up and in process samples including (but not limited to) machine caused damaged were performed at various stages during the manufacturing process and all passed per specification. 1 related qn was initiated: qn (B)(4) safety shield activation failure: global hold qn (B)(4) was initiated to contain product until further investigation could be completed. Eura (end user risk analysis) was reviewed and determined that a cause of the defect could be a missing bump. This defect was confirmed through the investigation of similar complaints received for the same batch/lot number 8087800. A situation analysis ((B)(4)) was initiated due to the occurrence of this defect for further assessment. Root cause: relationship of device to the reported incident is manufacturing. The lot number(8087800) associated with this incident is under global qn (B)(4) for safety shield activation failure. The root cause and corrective actions are currently being investigated by the correspondent team. Corrections and CAPA: this incident is currently being investigated through a voluntary recall including field action: mps-18-1293- fa. Corrective action project / CAPA ((B)(4)): this is an issue with the safety feature of the device. Although occurrence is low and all reported incidents thus far have limited severity (contaminated needle stick injury with no known blood borne pathogen), there is the potential for higher severity end user effects. A CAPA project has been opened to address this incident.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had the needle shield fall apart. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.